Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: ad. 1): lot number: 986c85. Ad. 2): indication? Laparoscopic rectum resection with resection of liver metastases to 3): what happened? The truck could only be triggered once and after manual retraction of the knife, the clamps fell unopened from the truck and partly from the fabric. And that also with a new magazine. Ad. 4): patient damage: yes due to the problem with the truck, the operating time has been extended and therefore we had to postpone the resection of the liver metastases. Also, some still open clamps have become stuck in the tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Stapler did not fire correctly. Open staples in stomach. No other information was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. D4: batch # 981c83. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ec60a device was returned along with a plastic bag and inside returned what appears to be two malformed staples. No reload was received. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As no reload was returned, we are unable to investigate further the reported event of tissue sticking to cartridge. As part of ethicon endo surgery's quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 981c83, and no non-conformances were identified. Additional information was requested and the following was obtained: what happened? The stapler could only be triggered once and after manual retraction of the knife, the clamps fell unopened from the stapler and partly from the fabric. And that also with a new magazine. Patient damage: yes due to the problem with the stapler, the operating time has increased and therefore we had to postpone the resection of the liver metastases. Also, some still open clamps have become stuck in the tissue.